Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. Four hundred ninety-five (495) days post procedure, a thrombus was seen located on the limbus side of the closure device via intracardiac echocardiography (ice) imaging during an atrial fibrillation ablation procedure. The patient was placed back on eliquis and baby aspirin 81mg. The patient is to have their mitral valve replaced in (B)(6) 2024, and the clot will be removed during this procedure.